Event description:
Translated claim letter received. Claim letter alleges pain, intermittent headaches, weakness,labored breathing , swelling, and peroprosthetic abscess. It was also stated that patient underwent two surgical operations on (B)(6) 2009 for the bilateral implantation of prosthetic femoral head model ¿de puy pinnacle 54 acetabular cup with metal insert, summit 7 stem and 36 mm standard ceramic head. There were not specified which affected side was implanted on the said dates and implants. Shall there be new information received , this complaint will be updated. There is no new allegation that would change the MDR reportability.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4). Following the washing and drainage of the periprosthetic abscess (see (B)(4)), the patient was subjected to addition medical examination that detected high ions levels of cr (109.2mg/l in urine and 77.85 mg/l in blood). A revision surgery was so performed at (B)(6) on (B)(6) 2016.

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Translated claim letter received. Claim letter alleges pain, intermittent headaches, weakness, labored breathing, swelling, infection, periprosthetic abscess treated with lavage and drainage, and complicated pseudotumor. Lab results show chromium ion above 7ppb. It was also stated that patient underwent two surgical operations on (B)(6) 2009 for the bilateral implantation of prosthetic femoral head model de puy pinnacle 54 acetabular cup with metal insert, summit 7 stem and 36 mm standard ceramic head. There were not specified which affected side was implanted on the said dates and implants.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. No code available (3191), is used to capture blood heavy metal increased and device revision or replacement.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.